Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that no fragment(s) fell into the patient's anatomy as a result of damage reported on 8mm prograsp forceps instrument. The patient has not returned to the hospital due to experiencing post-surgical complications. Post-operative test(s) such as x-ray or ultrasound were not performed to check to remaining fragments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a damaged pitch and grip cable at distal end. Additional observation : the main tube was broken at the distal tip. Pieces measuring approximately 8 mm x 5 mm were not returned with the device. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.